Event description:
The customer reported to vyaire medical problem with bellavista 1000 us where the vent stopped working on a patient. The patient was switched to another vent and died later on.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, the customer confirmed that the vent was actually working, but was not successful in ventilating the patient. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical did not received the suspect device for evalution. However, log file analysis tool was utilized. Logs not showing any hw failure alarms registered on the reported date (08/10/2022). Alarm 271- "o2 supply failed" was active a few times but reset in few seconds. This is normal as o2 supply source will get switched by the user depends on the clinical situation. No trend files provided by the customer. Our investigation revealed no failure detected. As per the complaint notes hospital biomed's also states that the incident was not related with the bellavista. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available